Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The tight target lesion was located in the iliac artery. A 6.0x20x75cm express® ld iliac / biliary stent was advanced to treat the lesion. The stent dislodged from the delivery system while crossing the tight lesion. A snare was used to retrieve the stent. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent was detached from the balloon. Stent damage was noted along the entire length of the stent with stent struts squashed. The balloon did not appear to have been subjected to any positive pressure. As part of the device analysis, the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or restrictions noted. The balloon deflated within 12.5 seconds with no issues noted. A visual and tactile examination identified no issues along the length of the catheter device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The tight target lesion was located in the iliac artery. A 6.0x20x75cm express® ld iliac / biliary stent was advanced to treat the lesion. The stent dislodged from the delivery system while crossing the tight lesion. A snare was used to retrieve the stent. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine.